Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Caller reported that they are recharging and the recharger was showing a good connection and it took 40 mins to reach 10%. Then it went back to searching for device. Reviewed with the caller good vs excellent connection. I reviewed that if the original issues encountered are still happening with a replacement recharger, that it is likely time to involve the hcp as was discussed originally. The caller reported that while on the call, they were able to see an excellent connection. Reviewed to try and maintain that for charging efficiency. Caller noted that the therapy was off. Reviewed that it will be a manual process to turn the therapy back on. The caller commented again that her device used to recharge just fine prior to emergency open heart surgery (unrelated). The patient called back stating that they received their recharger in january, but haven't had the time to sit down and use it up until now. The patient was inquiring on how to check their battery levels, and what devices the battery levels correlated with. When the patient was attempting to connect to their recharger, they continually got the "recharger not found" message. Patient stated that they had tried to get the recharger connected multiple times prior to the call. Agent ensured that recharger was charged. Agent had patient initiate a hard reset on the recharger, guided the patient through the replacement recharger instructions, and had patient manually switch the recharger. After extensive troubleshooting, the patient received the recharger inactive message. Patient attempted to turn the recharger on but only observed an orange light that would briefly turn on, then go out again. The patient was unsuccessful in getting connected to their ins, troubleshooting did not resolve the issue. An email was sent to repair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked they stated that the cause of them not being able to feel all four edges of the device was unknown but that it was resolved. They were successfully able to recharge their implant and have not contacted their hcp to have the device checked. The caller also called back and reported that they lost the return packaging to send the recharger back. Emailed request to repair. The caller reported that both the replacement recharger and original recharger work fine now. The caller will send back one of them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said the same thing happened every other time they recharged. Yesterday they tried to charge for maybe 3 hours. It said excellent connection and then two seconds later it would loose connection. Tried again today and they got recharging system error 1707 and they think they got it yesterday too. Then they got a message recharger inactive, and they turned the stimulator back on. Patient said the recharger was 100% charged. The stimulator battery is 40% charged. Patient said usually when the recharger connects they feel a little shock. Agent asked if the stimulator was deep and they said it is medium. Patient said they had lost some weight since spring, but they hadn't lost weight since the last time they recharged ten days ago. Patient had to lay on the recharger in the recliner. The recharging belt had never worked. Confirmed patient isn't near any emi. Had the patient reposition the recharger and then held the recharger in place for 30 seconds before moving it. Patient said they had the recharger replaced not too long ago. Ps suggested the patient follow up with the hcp. Patient said it took too long to get to see the hcp. Patient requested the rep be emailed. Sent email to the rep.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back, reporting ongoing charging difficulties. Patient stated the charging session will initially show excellent and then will immediately go back to code searching for the ins. Patient noted that due to their size, they cannot palpate the ins under the skin. The patient typically lays on top of the recharger bed. Ps reviewed possible difficulties/risks of charging while lying on top of the recharger and recommendations charging in well-ventilated area to avoid disruptions. Patient also reported during the call that they were seeing a recharger not found message. I reviewed how to reset the recharger, which resulted in a 3167 code. Patient cleared the code and this resolved the issue. Patient saw normal ins charging session and was able to maintain excellent charge throughout the remainder of the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have had this problem several times previously and have had to call in on it. It seems to me that some portion of the devices needs to be replaced so that this doesn't continue to happen. The caller indicates that the recharger will find the implant and show an excellent connection and then after a certain percentage, the screen goes back to searching for hours and hours. Caller indicated that the implant is on the left side of the body and they are laying down to charge, they couldn't recharge while sitting. The caller cannot feel all 4 edges of the device and noted "there's a lot of fat there". Reviewed the importance of having the device close and parallel to the skin's surface. Recommended that the caller try a different position to stretch out the skin and bring the device closer to the skins surface. The issue was not resolved through troubleshooting. An email was sent to the repair department. Reviewed with the caller that if a replacement recharger does not resolve the issue, they will need to see the hcp to check the implant. The caller asked if the handset or communicator could be a source of this issue. Reviewed no. The caller wanted to express dissatisfaction with patient services being closed on the weekends because that is when most patients charge. Reviewed options for emergency scenarios.